Event description:
It was reported that ventricular oversensing was observed resulting in vf detection and charging. No shock was delivered due tot the episode ending prior to completion of charge. Programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.